Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The stylet was unable to be removed from the lead following successful implantation. The lead was explanted and replaced. There were no patient consequences.